Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 167 mg/dl. Customer stated that the act button will continue to add more to his bolus and the customer has to take out the battery to make it stop. Customer stated that the buttons are sticking. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found to the keypad traces during visual inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.